Event description:
Biotronik representative (B) (4) called to report what the doctor believes is a fracture between the proximal and distal coil of this lead. Noise was displayed on the rv lead of the device iegms, and the patient received 58 inappropriate shocks. The lead was explanted on (B) (6) 2009, at (B) (6) medical center, (B) (6). Dr (B) (6) performed the explant. The doctor and rep could visualize a darkened area between the two coils that they believed to be a fracture. Also, the doctor could not retract the screw. There was no negative outcome to the patient from the explant procedure. The battery of the generator was depleted to 10%, so they replaced the generator as well. The hospital is retaining the device, therefore it will not be returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis.